Event description:
A customer reported that her pump malfunctioned and displayed no error code. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump herself, and although the pump initially failed to turn on, it eventually did while she was on the call with tandem. Technical support advised her to load a new cartridge and resume insulin delivery, which she did successfully, along with rejoining the continuous glucose monitoring session. No further actions were required.